Manufacturer narrative:
(B)(4). The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb). Covidien service engineer upgraded the software to the latest revision only. The ventilator passed all the required test.

Event description:
It was reported that the ventilator had a blank screen. There was no patient involvement.